Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual and photographic inspection of the sample noted one suture and one needle attached. The suture was broken in the barbed section of the suture. The suture was received with multiple knots close to the loop end of the suture. As no sealed products were returned, a laced through loop test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to laparoscopic gastrointestinal procedure, while unpacking the device, the device's thread was found broken. A new device was used to complete the case. There was no patient injury.